Event description:
Edwards has received information that a 29mm pericardial mitral valve was explanted after an implant duration of approximately four (4) years due to stenosis secondary to calcification. Patient's status was reported to be stable.

Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution.

Manufacturer narrative:
Heavy host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 10mm. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was heavy at the stent outflow and minimal at the stent inflow. Host tissue fused leaflets at all three commissures, approximately 3mm to 5mm on the outflow aspect. Host tissue restricted mobility in the leaflets and led to stenosis. Thrombus was evident on outflow aspect of leaflet 2. Minimal to moderate calcification was observed along the free margins of all three leaflets. The x-ray showed calcification at the free margin of the leaflets. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the product evaluation confirmed the customer report of stenosis and was most likely due to patient related factors. Information provided by the health care provider indicates this device was explanted due to calcification which caused the stenosis. Minimal information regarding the patient medical history was provided and subsequent attempts to get additional information were unsuccessful; therefore, the root cause for aortic stenosis of this device remains indeterminable.

Manufacturer narrative:
Device has not been returned. A supplemental report will be filed if additional information is received.